Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the dispersive electrode connector was broken. As a result the connector was replaced. F(B)(4).

Event description:
It was reported the front dispersive electrode port/casing was damaged. The rf (radio-frequency) ablation generator was returned for repair. There was no patient involvement.